Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced pain, hernia recurrence, mesh was adhered to greater omentum, mesh had failed near the edge of the device allowing for hernia recurrence, mesh failure, inflammation, mental pain/suffering, permanent physical scarring, permanent impairment and loss of enjoyment of life. Post-operative patient treatment included portion of omentum resected, mesh removal and hernia repair with new mesh.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a ventral hernia. It was reported that after the implant, the patient experienced pain, hernia recurrence, mesh was adhered to greater omentum, mesh had failed near the edge of the device allowing for hernia recurrence, mesh failure, inflammation, mental pain/suffering, permanent physical scarring, permanent impairment and loss of enjoyment of life. Post-operative patient treatment included portion of omentum resected, mesh removal and hernia repair with new mesh.